Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the new implantable pulse generator (ipg) was not capturing. A follow up call to the clinic was made. Device is functioning properly and remains in use. No patient complications have been reported as a result of this event.